Manufacturer narrative:
Lot 1245681 manufactured 11/2007. Add'l lot#1283893 manufactured 03/2008, exp date 03/2013. The subassembly in question is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. One sample was received with the tubing separated from the sampling site. Examination of the point of disconnection showed that solvent had been applied and that the tubing had been fully seated in the connector. The tubing diameter was within specification. The solvent ring appeared light, which indicates that the amount of solvent applied was insufficient for an adequate bond. Full operator retraining on solvent bonding procedures was completed in 2008. The sub-assemblies in question were manufactured prior to this correction. The device history was reviewed with no issue noted. Smiths was able to confirm the issue and determine the cause. Corrective action was addressed. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The facility, reported to smiths medical that there was a short arterial bleed. The female child had a loss of about 10-15 ml. Therefore the child received a transfusion due to acute anemia.